Event description:
Device 2 of 3. Reference MFR reports # 1627487-2013-20243, 1627487-2013-20245. The patient reported a loss of therapy although stimulation was up to the maximum amplitude. Follow-up identified the leads were replaced. Effective stimulation was achieved post-operative. The patient was admitted post-operative due to a pre-existing condition.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.